Event description:
It was reported that the patient experienced dizziness and presented to the hospital for a tilt test. Upon interrogation, the right ventricular lead exhibited noise which caused pacing inhibition. On (B)(6) 2015 surgery was performed and an insulation anomaly was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.